Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-06513, related manufacturer reference number-2017865-2020-06515. It was reported that the patient presented in hospital. The patient exhibited (B)(6) infection. Upon interrogation of the implantable cardioverter defibrillator(ICD), it was observed that the device tripped a bpa alert on (B)(6) 2020. The ICD, atrial and right ventricular leads were explanted. The patient was recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.